Manufacturer narrative:
One unopened knife, in a blister was received for the report of slit knife was not sharp. Sample was visually inspected and was found to be conforming. Functional penetration testing was then performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened sample was found to be conforming, therefore a slit knife was not sharp as described in the complaint was not confirmed. However since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. The unopened sample was found visually and functionally conforming; however because the actual complaint sample was not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is(B)(4).

Event description:
A physician reported that the ophthalmic cutting knife was found to be dull during surgery. The type of procedure is unknown. The surgery was completed using a new knife from a separate package, and no patient impact was reported. This is the fifth of five reports received from the same initial reporter.